Manufacturer narrative:
Review of the device manufacturing record history. Results - review of the device manufacturing record history confirmed device met pre-release specifications.

Event description:
In 2008, a gore-tex stretch vascular graft was implanted in a female patient as an arteriovenous access graft. Secondary to a pseudoaneurysm, eight months later, a gore propaten vascular graft was implanted as a revision graft. There were no consequences to the patient.